Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the injector n35-o, the device experienced a break between the connection. The following information was provided by the initial reporter. The customer stated: we have been having problems with the phaseal coming apart during infusion and wanted to see if you had any feedback, recalls, new products, etc. The two white pieces that click together is what is coming apart, even with the blue clamp around it. Currently we only have one patient coming to the floor for long term infusion of chemotherapy. We are collecting all the packages to compare lot numbers, starting today. Any information would be appreciated. Additional info rcvd 25 jan 2022: we just had a disconnection at this time. Talking with the nurses, it seems the disconnection this time and last time is between the IV tubing and the blue part of the phaseal. We¿ve figured out that the phaseal in use is coming from pharmacy as part of the circle prime. I¿m reaching out to the head of pharmacy to see if they can give me lot numbers of their supply.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the injector n35-o, the device experienced a break between the connection. The following information was provided by the initial reporter. The customer stated: we have been having problems with the phaseal coming apart during infusion and wanted to see if you had any feedback, recalls, new products, etc. The two white pieces that click together is what is coming apart, even with the blue clamp around it. Currently we only have one patient coming to the floor for long term infusion of chemotherapy. We are collecting all the packages to compare lot numbers, starting today. Any information would be appreciated. Additional info rcvd 25 jan 2022: we just had a disconnection at this time. Talking with the nurses, it seems the disconnection this time and last time is between the IV tubing and the blue part of the phaseal. We¿ve figured out that the phaseal in use is coming from pharmacy as part of the circle prime. I¿m reaching out to the head of pharmacy to see if they can give me lot numbers of their supply.

Event description:
It was reported when using the injector n35-o, the device experienced a break between the connection. The following information was provided by the initial reporter. The customer stated: we have been having problems with the phaseal coming apart during infusion and wanted to see if you had any feedback, recalls, new products, etc. The two white pieces that click together is what is coming apart, even with the blue clamp around it. Currently we only have one patient coming to the floor for long term infusion of chemotherapy. We are collecting all the packages to compare lot numbers, starting today. Any information would be appreciated. Additional info rcvd 25 jan 2022: we just had a disconnection at this time. Talking with the nurses, it seems the disconnection this time and last time is between the IV tubing and the blue part of the phaseal. We¿ve figured out that the phaseal in use is coming from pharmacy as part of the circle prime. I¿m reaching out to the head of pharmacy to see if they can give me lot numbers of their supply.

Manufacturer narrative:
H.6. Investigation: one photo received for investigation. Upon visual inspection, a used syringe and injector is observed displaying leakage. However, a disconnection between the tubing and optima injector cannot be observed. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.